Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (display issue) issue. It was alleged that part of the display had faded out pixels and the color was changing on screen near the blacked out areas. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/09/2017 with the following findings: during investigation, the pump was powered on and the display was found to have a vertical line through it due to missing pixels. A test display screen was used and was shown to be clear and legible. Investigation revealed a failed display flex. Unrelated to the original complaint, a crack was observed in the battery compartment.